Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check appointment it was observed that this pacemaker had evidence of oversensed noise resulting in pacing inhibition. The patient has a good underlying intrinsic rhythm and was asymptomatic. The physician reported that the noise was consistent with oversensing of the minute ventilation (mv) sensor. The mv sensor was programmed off and the device remains in service.